Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having issues with sensors falling off. The first time sensor fell off, customer's blood glucose was 47 mg/dl and the second time sensor fell off, customer's blood glucose was 40 mg/dl. Customer treated low blood glucose with food and glucerna. Customer declined troubleshooting for low blood glucose and would discuss issue with trainer. Customer was educater on different adhesion options.